Manufacturer narrative:
One cadd extension sets was returned for analysis. The sample was received for evaluation from p/n 21-7106-24 and the sample was received in used conditions without its original package. According to the investigation, the sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no anomalies were found. Leak testing was performed using a hydrostatic vessel in attempt to replicate the failure mode and no leaks were found. The customer reported problem "leakage in filter" could not be duplicated. The investigation reported that no root cause has to be determined since customer reported problem "leakage in filter" could not be duplicated and no product fault found.

Event description:
Information was received indicating leakage occurred during administration while using a smiths cadd extension set . There was no reported injury to the patient.